Event description:
Customer reported that pump screen went blank unexpectedly and needed to be plugged into a power source to turn back on. There was no reported impact to the customer¿s blood glucose level. Tandem technical support educated customer about storage mode and the need to reset certain functions, such as cgm sessions and cartridge reloading, anytime pump turns off or is reset. They also provided battery best practice tips.